Event description:
The device was returned with a note ¿burnt¿ and a request for repair. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that a burn impact is observable on the distal part of the knife. The coating is badly damaged around this zone. The cause of this burn is the use of the damaged instrument during the intervention. The damaging of the coating probably comes from shocks with other sharp instruments during the use or the reprocessing of the knife. The instructions for use advises to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition". Unable to perform electrical testing.